Event description:
It was reported that during a da vinci-assisted urology procedure, the surgeon intermittently loss control of the system's universal surgical manipulator (usm) 1 and 2, and had to wait a few seconds to get back the control. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review logs since the remote log was not connected. The customer confirmed that the left master tool manipulator (mtm) was controlling the usm1 and usm2. The tse instructed the customer to have the surgeon take control on the second surgeon side console (ssc), should the issue occur again. The customer was to call back after they replaced the ethernet cable and tested the control on the second ssc. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the surgeon was able to complete the procedure with the second ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the customer reported issue. The system was tested and verified as ready for use. The mtm was returned to isi for failure analysis (fa). Fa investigation did not confirm nor reproduce the reported failure. Fa performed visual inspection of the unit. The arm was installed onto a system and powered up. The sine cycle and a test drive were performed without any issues. The fa tests performed passed.